Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the reported complaint. The psu was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.